Event description:
It was reported that during implant there was difficulty placing the right ventricular (rv) lead. It was noted that the patient was in atrial fibrillation (af). The stylet needed to be exchanged more than 20 times and the stylet lumen became sealed with blood. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst commented that the lead was thoroughly analyzed and no anomalies could be attributed to the complaint at this time. (B)(4).